Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient complained of shortness of breath and chest pain when the device reached elective replacement indicator status. The device was removed and replaced. No further patient complications have been reported as a result of this event.